Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water tube, air/water cylinder, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped grip and objective lens, an air/water cylinder and suction cylinder with no color, a third party repair to the scope connector case unit, a dirty circuit board unit in the scope connector due to a water leakage, a noise image occurred, insulation resistance value at the distal end didn't meet the standard value due to a crack on the bending section cover, breakage on the light guide bundle, a cracked light guide lens, a buckled connecting tube, and a wrinkled universal cord. Water tightness was lost due to the following: the wear of scope cover packing, a deformed plug unit, scope cover unit, and damage on the air/water tube. The following components were found corroded due to a water leakage: a control unit, scope connector case unit, a cable unit, and a micro connector unit in the scope connector. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage from scope cove packing, air/water (aw)-channel, sc-unit, and plug unit. Subsequently, the materials were not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.